Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had drainage out of a small opening in the incision site that hadn't been fully closed yet. The patient had pocket revision to determine the cause of the drainage and it was determined that the patient had a blood clot, and no infection. The hcp removed the blood clot and the issue was resolved. No further complications were reported.